Event description:
The customer reported that the device failed the operational check for a therapy pca failure. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.